Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient has pain and his leg is shorter that the other. Additional information received from surgeon on (B)(6) 2014 : patient was complaining about hip pain. Surgeon said rejuvenate stem subsided. Surgeon said revision was due leg length discrepancy. Surgeon is replacing the stem and head with a biomet product.